Manufacturer narrative:
It was reported that a patient was going to undergo an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was introduced in the left atrium, the dilator and the guide wire were to be removed. However, in the proximal valve, which is normally transparent, it looked white, and when removing the guide wire and the dilator, it was seen that the valve was not working and had bleeding. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed for a new one and it was resolved. The procedure was successfully completed. No patient consequence was reported. It was unknown if other medical intervention was required. Additional information was received on the event. There was physical damage on valve/hub. The valve did not work properly. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was almost nothing. Medical intervention provided to stop the bleeding was to cover the valve with a finger. The device evaluation was completed on 24-feb-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was not found inside hub. Microscopic examination in the hub showed evidence that the silicone ring was placed in the correct position and found in good conditions. A device history record was performed for the finished device, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient was going to undergo an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was introduced in the left atrium, the dilator and the guide wire were to be removed. However, in the proximal valve, which is normally transparent, it looked white, and when removing the guide wire and the dilator, it was seen that the valve was not working and had bleeding. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed for a new one and it was resolved. The surgery was delayed 5 minutes due to the reported event. The procedure was successfully completed. Fragments were not generated. No patient consequence was reported. It was unknown if other medical intervention was required. It is unknown if the patient is part of a clinical study. Additional information was received on the event. There was physical damage on valve/hub. The valve did not work properly. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was almost nothing. Medical intervention provided to stop the bleeding was to cover the valve with a finger. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 22-mar-2022, the product investigation was reopen to clarify/correct the investigation findings which resulted in the following changes/corrections: it was reported that a patient was going to undergo an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was introduced in the left atrium, the dilator and the guide wire were to be removed. However, in the proximal valve, which is normally transparent, it looked white, and when removing the guide wire and the dilator, it was seen that the valve was not working and had bleeding. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed for a new one and it was resolved. The procedure was successfully completed. No patient consequence was reported. It was unknown if other medical intervention was required. Additional information was received on the event. There was physical damage on valve/hub. The valve did not work properly. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was almost nothing. Medical intervention provided to stop the bleeding was to cover the valve with a finger. The product was returned to biosense webster for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Corrected h6. Investigation conclusion code. Therefore, processed.

Event description:
It was reported that a patient was going to undergo an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was introduced in the left atrium, the dilator and the guide wire were to be removed. However, in the proximal valve, which is normally transparent, it looked white, and when removing the guide wire and the dilator, it was seen that the valve was not working and had bleeding. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed for a new one and it was resolved. The surgery was delayed 5 minutes due to the reported event. The procedure was successfully completed. Fragments were not generated. No patient consequence was reported. It was unknown if other medical intervention was required. It is unknown if the patient is part of a clinical study. Additional information was received on the event. There was physical damage on valve/hub. The valve did not work properly. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was almost nothing. Medical intervention provided to stop the bleeding was to cover the valve with a finger. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).